Manufacturer narrative:
(B)(4). No sample was available.

Event description:
This medical device report (MDR) is for a loose connection. The home patient (hp) called with an alarm during prime and stated he had pushed the spikes into the bags, twisted them, and restarted prime. The machine primed okay and the hp would call back with any problems. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that he had used an assist device to make the connection between the cassette and bag, and he must not have pushed it in hard enough. The hp has been doing fine and has been able to continue therapy on the cycler as usual.